Event description:
Patient reported right side "has been getting cysts¿, ¿the nodes have been inflamed¿, and ¿patient knows that the prostheses that places were removed from the market". Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reported right side "has been getting cysts¿, ¿the nodes have been inflamed¿, and ¿patient knows that the prostheses that places were removed from the market". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "has been getting cysts¿, ¿the nodes have been inflamed¿, and ¿patient knows that the prostheses that places were removed from the market". Device remains implanted